Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections. Updated fields: d9, e2, e3, g2, g3, h2, h4, h6, & h11. Corrected field: d4 primary UDI, e1 facility name. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device was shipped in conformance with specifications. The device was returned to olympus for inspection and the reported failure was not confirmed. The device evaluation found that due to deformation of coupler unit, the guidepost position of camera head and image is out of the standard. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed an e172 error, no image, and the device was restarting. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed an e172 error, no image, and the device was restarting. The issue was found during reprocessing. There were no reports of patient involvement.